Event description:
It was reported that the tip of the vision stent delivery system broke off prior to entering the patient. There was no reported delay in procedure and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted no blood or contrast visible. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip was separated at the distal end of the clear gap and was returned, confirming the reported information. The material at the separation was stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The tip was bunched distal to the separation, for a length of 1.5 mm. The tip was torn at the distal end. The material at the tear was jagged. The inner diameter of the tip and the tip length were measured and met manufacturing criteria. Factors that can contribute to tip detachment include but are not limited to manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. It is possible the tip was inadvertently handled during preparation or during advancement over the guide wire; however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for tip detachment for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported tip detachment could not be determined. This type of reported event will continue to be monitored. All stent delivery systems are 100% visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.